Manufacturer narrative:
Evaluated one random seal reservoir. Performed a visual inspection using (B)(4) appendix f and found transfer guard¿s needle were not centered. Transfer guard needle were found not parallel to transfer guard body axis transfer guard needle which is only used to fill the reservoir with insulin from the bottle and is not used as part of any delivery of insulin to the patient). Also performed pre-fill test to reservoirs per (B)(4). No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose value was unknown. Customer states there was no problem with the reservoir until now. Customer removed air bubbles but air bubbles appeared again. The reservoir will be returned for analysis.